Manufacturer narrative:
The customer provided discrepant results for an additional 18 patient samples tested for tina-quant d-dimer gen.2 (d-di2) on a cobas integra 400 plus compared to a cobas 8000 c 502 module. Refer to the attached data for the results. The investigation is ongoing.

Manufacturer narrative:
The d-di2 reagent lot expiration date was nov-2021. No issues were observed during a review of the customer's alarm trace data. The precision results from the c502 module were slightly higher than expected. The investigation determined the result deviations observed by the customer were likely due to the imprecision of the assay. The customer's results were within device specifications. Patient test results should be interpreted in conjunction with the clinical picture as stated in product labeling: "in vitro test for the quantitative immunological determination of fibrin degradation products (d-dimer and x-oligomers) in human plasma on cobas integra systems. In conjunction with a non-high clinical probability assessment, a normal (< 0.5 g feu a) /ml) result excludes deep vein thrombosis (dvt) and pulmonary embolism (pe) with high sensitivity." "The d-dimer result should not be used in isolation but in combination with a clinical probability assessment like the wells score. Dvt/pe should only be excluded on the basis of a low or moderate (non-high) clinical probability and a normal (< 0.5 g feu/ml) tina-quant d-dimer result." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 9 patient samples tested for tina-quant d-dimer gen.2 (d-di2) on a cobas integra 400 plus compared to a cobas 8000 c 502 module. The customer repeated patient samples on the integra 400 plus instrument that had originally been run on the c502 module and discrepant results were identified. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The d-di2 reagent lot number was 509145. The expiration date was not provided.